Event description:
The customer tested her blood glucose using her breeze2 meter and received readings of 324, 364 and 379 mg/dl. Her glucose was retested using another meter and that reading was 89 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. No product will be returned. A replacement meter was sent to the customer.